Event description:
It was reported that the patient was feeling a sensation in the pacemaker pocket. The bipolar lead impedance was greater than 2000 ohms. Unipolar impedance was 406 ohms. The lead was left in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.